Event description:
It was reported that a patient was having seizures, and that the seizure activity was not normal. It was stated the patient has ad 2 seizures within the last 2 weeks with the last one having her foam at the mouth. The nurse speculated whether the vns could be causing the increase. No additional relevant information has been received to date.